Manufacturer narrative:
The device is not available for investigation however a device history review should be performed. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that there was spontaneous bleeding that occurred upon intravenous (IV) insertion. Reporter have had the concern brought forward by multiple staff members and was able to observe an insertion this morning where spontaneous bleeding occurred. There was patient involvement and no harm reported.